Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Customer experienced an elevated blood glucose (bg) level of 506 mg/dl. Bolus was delivered to address elevated bg level. Multiple follow up attempts were made by tandem technical support to obtain additional information, however, a response from the customer was not received.